Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe¿ 10 ml ll w/ndl the syringe was leaking around the stopper.

Manufacturer narrative:
Investigation summary: physical samples received for investigation, a box containing 100 samples. Additionally, 20 pieces of retention samples are taken for a visual evaluation and see if the defect is present. The visual and functional tests carried out to the retention samples as well as to the samples sent by the client did not present problems of leakage, i.e. Results were obtained and were satisfactory. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that before use of the bd syringe¿ 10 ml ll w/ndl the syringe was leaking around the stopper.